Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: on investigation, the alleged moisture intrusion issue was duplicated in the evaluation. Review of black box data found records of power-on-reset the day before the complaint date, along with call service alarms related to processor communication, occlusion and software testing. Moisture was observed behind the display lens. A pump casing crack was found in the low right hand corner of the display area. A leak test showed a leak where the casing crack was located. No defect was found with the returned battery cap and it was able to tighten properly. Using the returned battery cap, the pump powered up to a blank display screen with auditory and vibratory features. The remaining testing was unable to be completed due to the blank display issue. Pump casing was opened and evidence of moisture intrusion was found on the display connecter wire, the watchdog processor, and multiple associated electrical components.